Event description:
41 y/o male with an unstable three column fracture of lumbar vertebra as a result from a motor vehicle accident. An emergent t11-l3 percutaneous instrumentation and fusion with open reduction of the fracture with the use of intraoperative CT and medtronics stealth navigation as well as intraoperative neuromonitoring was performed. The accuracy of the CT scan and navigation platform were then carefully reviewed with confirmation on the bolt attached to the spinous process clamp at along the palpable spinous processes at multiple levels. The navigation pointer was used to mark the sights of each pedicle bilaterally from t11 to l3. At t11 on the left, a starting point was chosen based on anatomic landmarks and confirmed with intraoperative stealth navigation, the bone was breached with a high speed, navigated drill along the planned trajectory and used to initially cannulate the proximal portion of the pedicle. The navigated 4.5 mm tap was then used to continue along the planned screw trajectory at this level. However, there was a brief change in the patient's heart rate and a decrease in monitoring signals was noted. At this time, the navigated tap was removed and the motor signals were repeated and both the patient's heart rate and motor signals improved back to baseline. Complications noted were medially breached left t12 screw and left t11 navigated tap (removed intraoperatively). Decrease in intraoperative neuromonitoring signals. Upon awakening he was noted to be moving his left lower extremity with antigravity strength in all muscle groups, but not movement was noted in his right lower extremity. Sensation was intact in all dermatomal distributions in both lower extremities. The patient was then transferred to the ICU for close monitoring, solumedrol steroid protocol, and map goals >85. Potentially, there may have been a navigation failure from the medtronics stealth navigation system.